Manufacturer narrative:
The MFR's service rep performed an on site investigation, and was able to boot up the system. A contact was loose, and the customer wanted to solder the contact.

Event description:
The customer reported that the 6800 system failed to boot up. No pt injury was reported.